Manufacturer narrative:
Pump received and had a compromised system sensor alarm during prime at 4 lbs due to faulty pump. Pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and numbers do not appear on the lcd screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and agreed to return the product for analysis. No further information was given.